Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device by the user facility was copied from a letter from the user facility and from a user facility work order respectively that were provided by the user facility in response to a letter sent by carefusion requesting additional info. "Unit displayed flow below baseline. Replaced [internal exhalation] flow sensor, and calibrated, insp pres transducer, exp flow transducer, wye flow. Testing unit with ventilator tester." "Unit displays flow below base line, troubleshoot, install external flow sensor, and vent works fine. Replaced [internal exhalation] flow sensor and calibrate, insp pre transducer, exp flow transducer, wye flow. Testing unit with ventilator tester." The following info concerning the evaluation of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Followed up with [name removed] in biomed regarding the status of ventilator (B)(4), according to him, the baseline flow was low, he recalibrated the exp. Flow and pressure transducers and it resolved the issue. He performed a thorough ovp and the ventilator is now back in use." The following info concerning the evaluation of the device by the user facility is a summary of the info that carefusion has received regarding the evaluation. The user facility's biomed evaluated the device and found that the root cause of the device's failure was a faulty internal exhalation flow sensor. The biomed replaced the internal exhalation flow sensor and calibrated the device's inspiratory pressure, expiratory flow and wye flow transducers. Then the device was tested with a ventilator tester. Once this was completed, the device was placed into service. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2010. "Title: xxxxx. Event desc: ventilator showed extended peak pressure in the alarm notify screen and wave form showed no breath delivery. Assessment of the pt showed no chest rise. Device removed from service, hand ventilation began, and pt's oxygenation improved. Health professional's impression. The wave forms showed no breath delivery when the pt did need ventilator support. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." The following additional info concerning the event was copied from a letter received from the user facility via fax on 01/24/2011 that was in response to a letter sent by carefusion seeking additional info. "Vent alarmed "extended peak pressure" in alarm bar. The wave form showed no breaths delivered and no chest rise of pt. Baby was removed from vent and vent was replaced."